Event description:
The customer reported that the bipolar mode was too high. There were sparks and smoke, and a pt received a small burn which was excised. This incident reportedly occurred in (B)(6) 2011. Additional questions have been asked of the site.

Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the unit is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.